Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014; etlw1616c82e stent graft (x2), implanted (B)(6) 2014; etbf2516c166e stent graft, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning on the right atrial (ra) lead for low impedance. Testing in the office on a later date showed impedance variation. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.